Manufacturer narrative:
Findings: after battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit received with minor scratched display window and case. Unable to verify missing segments anomaly due to flashing blank / white display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump started flashing white. Troubleshooting was performed and the issue was not resolved. The pump is returning. Customer's blood glucose was 155 mg/dl.